Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-862a. Troubleshooting was performed for high blood glucose. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was not performed. The customer reported a past insulin flow blocked alarm event, and the issue was resolved. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-862a.

Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 05/25/2025 listed on smartsolve due to insufficient data in the trace/history files. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 05/25/2025 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on from 05/23/2025 at 15:07:00.000 until 05/25/2025 at 17:46:00.000 during bolus and basal deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and hp test failed was not confirmed. Unable to verify customer alleged for high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.